Event description:
It was reported that a patient fell down. An x-ray revealed that the right ventricular lead was dislodged and pulled back. The capture thresholds were found to be increased. The lead was extracted and replaced. No patient symptoms were reported. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.